Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. As received, the monitor would not fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor display would go blank during start-up and that the patient was hearing a loud humming sound from the monitor.